Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stains were found "in three different locations" in the bd luer-lok¿ syringe before use.

Manufacturer narrative:
Investigation summary: based on the DHR reviewed there was no abnormality during production run. No photos and no samples were returned to determine the type of fm on syringe barrel. Hence the complaint could not be confirmed, and root cause could not be determined.

Event description:
It was reported that stains were found "in three different locations" in the bd luer-lok¿ syringe before use.